Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, clips were crossing instead of forming properly. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4): added additional information. The analysis results found that the er320 device was returned with a clip jammed in jaws; the clip was removed in order to perform functional testing. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed, and formed 2 conforming clips, 1 clip with gap and the remaining clips were ejected. However, the lockout mechanism was found to be non-functional. No scissoring clips issues were noted during evaluation. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the latch posts were found to be broken which suggest that a lockout premature occurred. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.